Manufacturer narrative:
(B) (4): physio-control has received the device and it's eval is anticipated. Physio will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the device had several event codes in the memory and failed to recognize the therapy cable. The reported failure would inhibit defibrillation therapy delivery. There was no pt use associated with the event.